Event description:
It was reported that the customer had high blood glucose and paramedics were contacted. Customer stated the quick serter in her thigh came loose and she did not notice the set had come out. Customer fainted in the bathtub and is when paramedics were contacted. Customer was wearing the insulin pump at the time paramedics were contacted. The customer stated that the nurse said insulin pump was working fine and that the issue was just because the quick serter was not in a good place and came out. The blood glucose reading was 700mg/dl. Nothing further reported.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 at 4:43 pm for a high blood glucose level of 1164 mg/dl. The nurse stated that there were air bubbles in the reservoir. The nurse was advised to repeat delivery of a 5u fixed prime until air bubbles are no longer visible. The nurse was then advised to change fixed prime amount back to the appropriate cannula prime amount for their infusion set. Amount fixed prime was reprogrammed to 0.5. The husband stated that the customer's infusion came off prior to the hospitalization and the customer had trouble putting the infusion set back in the pump. The customer was wearing the pump during the hospital stay. No further information was provided.

Manufacturer narrative:
This information was not provided with the initial report. This new information has been added with this new report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.